Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a loss of capture (loc) in both chambers. The rv lead tested fine when checked. Patient has had a chronic infection since '06 and vegetation was noted on the rv lead. Though the physicians have recommended removal of the device the patient has declined and is being treated with amoxycillin. The leads and device are still in use. No patient complications have been reported as a result of this event.